Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, raw rash under the electrodes near her right breast. There was no alleged device malfunction contributing to the irritation. A bandaid was applied to the sore by the patient's care giver. Follow up indicated that the rash is better.